Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas stating that the patient experienced a blood glucose (bg) value of 38mg with no symptoms. The patient was reportedly treated with oral carbohydrates. It was noted that the patient and the pump were not available at the time to troubleshoot. Customer support (cs) has made several attempt to contact the patient and has been unsuccessful. There was no additional information available for this complaint. This complaint is being reported due to the patient experiencing a hypoglycemic event while using insulin pump therapy. It was not clear as to what caused the patient's low bg or if the pump caused or contributed to the reported event.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results:no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.